Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 that occurred during the initial drain. The technical services representative (tsr) instructed the home patient (hp) to cycle the power to clear the alarm. The tsr explained the alarm to the hp and informed her that she would need to start over with new supplies. The hp stated that she would just wait to do therapy. The tsr strongly advised the hp to call her peritoneal dialysis registered nurse (pdrn) if she wasn't going to do therapy. No patient injury or medical intervention was reported. During a follow up, the hp stated, she thinks she may have disconnected herself to use the restroom and when she came back to reconnect, she received the alarm. Per the hp, she is not exactly sure what could have happened and does not have any further information as she does not remember that particular alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.